Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The reporter of the event stated that when the patient was found on (B)(6) 2016, the ventilator had turned off due to depleted batteries. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event log was reviewed. The event log confirms ac power was removed from the device at 18:41:27 cst on (B)(6) 2016. At this time the ventilator began operating from the detachable battery that was in use with the device. The ventilator began audibly alarming for a depleted detachable battery at 23:41:33 cst on (B)(6) 2016 (approximately 5 hours run time). At this time, the device began operating from the internal battery. At 04:25:04 cst on (B)(6) 2016 the ventilator sounded a medium priority alarm to indicate the internal battery was depleting. At 04:35:19 cst on (B)(6) 2016, a high priority alarm sounded to indicate the internal battery was nearly depleted. At 04:46:26 cst on (B)(6) 2016, the device shut down due to depleted batteries (approximately 5 hours and 5 minutes run time). None of the alarms were acknowledged/reset during this time. The ventilator was not restarted until 08:19:28 cst on (B)(6) 2016. The manufacturer concludes the ventilator operated and alarmed as designed when using dc power. The device alarmed appropriately to alert the caregiver as the batteries depleted. According to device labeling, a fully charged detachable battery will power the device for a minimum of 3 hours and a fully charged internal battery will power the device for a minimum of 3 hours. The ventilator operated for approximately 10 hours and 5 minutes using the detachable and internal batteries.